Event description:
It was reported the patient presented to the emergency room (ER), unresponsive, on (B)(6) 2013 and was hospitalized. It was said the patient was now, on the day of this report ¿fine¿, but was in a lot of pain, which reportedly wasn¿t unusual. Reportedly, the patient¿s baseline pain is an ¿8¿ on a scale of 1-10. The patient had a history of pharmaceutical abuse and has a history of three attempted suicides and three hospitalizations. It was reported the patient is ¿very inactive¿ and ¿basically sits in the house all day.¿ the reported stated that intravenous (IV) fentanyl was being delivered and ¿the hospital staff¿ thought the pump was not functioning properly because the fentanyl did not show up on a drug screen. The reporter stated she believed the pump was functioning, as she had this happen twice before, and had to interrogate the pump and everything was ¿fine.¿ the pump was delivering fentanyl, clonidine, and bupivicaine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).